Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device using the pre-close technique via an 8f sheath hole prior to an endovascular stenting procedure. Reportedly, the suture broke when pulling back the plunger of the proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Event description:
Subsequent to the previously filed report, the following information was received. A photo was received from the account that appears to show a posterior cuff miss. Follow up with the account was performed and they confirmed the reported issue was a suture retrieval issue and not a suture break as initially reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code - 1562 was removed and replaced with 1142.